Event description:
Site initiated complaint to view past merge record. Upon completion of person merge, the abo/rh historical demographic information from the deleted donor record was not transferred to the correct database tables on the kept person record because the user did not select this data when scheduling the merge. Therefore, no abo/rh discrepancy flag occurred nor was the unit quarantined.